Event description:
On (B)(6) 20212, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a pt. The pt was characterized as nstmi. However, the customer reported that the pt treatment was declined by the pt because they felt like they were not having an mi. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).